Event description:
It was reported that a lead impedance anomaly was observed during the device change out. The pace/sense portion of the lead was capped and replaced. The patient did fine and there were no complications.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated that the pace/sense portion of the lead was capped and a new pace/sense lead was implanted due to noise and insulation damage.